Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure (communication error) was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: white residues found in the air water channel and cylinder. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: white residues found in the air water channel and cylinder were due to a possible reprocessing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope showed a communication error (b30). The issue was found during inspection for use. There were no reports of patient involvement.